Manufacturer narrative:
(B)(4). Results provided upon completion of evaluation.

Event description:
It was reported that the pump was explanted due to the physician's concern about the pump not working properly. The catheter access port (cap) dye study was inconclusive, so the physician made a decision to replace the pump. No patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation showed that the pump primed and flowed per specification.